Manufacturer narrative:
(B)(4). Reported event of side car - rx pushback. A visual evaluation of the returned device found the basket to be retracted/ closed. The side car-rx was torn at the distal end. Additionally, the side car- rx presented pushback out of specification. The evaluation concluded that the condition of the returned device was consistent with the complaint incident that the side car-rx was torn. Per the event information, the issue was noticed during the procedure and inside the patient. Therefore, the most probable root cause of "operational context" is selected for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2016-02511 for the first trapezoid rx basket and manufacturer report#3005099803-2016-02512 for the second trapezoid rx basket. It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the side car-rx (guidewire port) was noted to be torn upon advancing the trapezoid basket over the guidewire. A second trapezoid basket was then used. However, the side car-rx (guidewire port) was also torn upon advancing the trapezoid basket over the guidewire. A piece of the guidewire got stuck in the channel and was extracted. There were no reported patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side car-rx pushback.